Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that when the patient was charging she saw a power on reset (por) and cannot turn stim on. The patient reported a lot of back pain and stated she needs the ins on. The patient reported medical hardware in her back. The patient also reported that when she was close to store security sensors and was charging the sensors would go off. The patient reported that she had an ultrasound of her hand before having the por. The patient was able to clear the por and turn therapy back on. The therapy was reported to be adequate. There were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.